Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a chicken wing-shaped laa and a 31mm watchman flx laa closure device was implanted without complication. It was noted that the patient had unstable blood pressure throughout the procedure. The night of the procedure, the patient did not present with any symptoms and a routine echocardiogram was performed which revealed the watchman device had embolized into the left ventricle. The device was removed via open heart surgery. The patient was reported to have mitral insufficiency as an outcome of this event and no further intervention was performed due to the extreme high risk determined by the cardiac surgeons.